Event description:
It was reported that the patient experienced a shocking sensation in the left foot while stimulation was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v561293, implanted: (B)(6) 2010, explanted: unknown; programmer model 3037, serial # (B)(4).